Event description:
It was reported that the pt experienced a loss of therapeutic effect with return of pain in his lower back and legs. The pt could feel the stimulation. The symptoms occurred following a fall a year before. Additional info reported that the pt was last seen by the physician in late 2008-early 2009, and had no problems with the stimulator. The stimulation was working well covering all the areas of pain at that point.

Manufacturer narrative:
.